Event description:
It was reported that during a lap sigmoidectomy, the gripping surface was broken after the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that a sr75 reload was received with the right gripping surface broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. Although no conclusion could be reach as to what may have caused the found damage of the cartridge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications.